Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration - additional d4: catalog no/UDI number - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.